Event description:
It was reported that the tip broke. No pieces were left in the joint.

Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: flowport cannula broke at distal tip. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied on device. Lot number is unknown; therefore, manufacture date can not be confirmed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tip broke. No pieces were left in the joint.